Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's printer was not working and ECG test failed .there was no reported patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to faulty trunk cables. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the trunk cables. The trunk cables were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ECG had a test failure.